Event description:
Complainant alleged that during the incoming inspection of the device, the screen displayed a "defib fault 85" error message. The complainant indicated that there was no patient involvement in the reported malfunction.